Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module. The initial sodium result was 119 mmol/l with a data flag. The repeat result on the same analyzer was 131 mmol/l. The repeat result from another analyzer was 132 mmol/l. The initial chloride result was 87 mmol/l and the repeat result from another analyzer was 98 mmol/l. The initial potassium result was 4.0 mmol/l and the repeat results from another analyzer were 4.5 mmol/l and 4.5 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was aqu90. The potassium electrode lot number was akk09. The chloride electrode lot number was acl37. The expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed instrument repair including styletting of the sipper probe and vacuum nozzle, verifying proper flow, and conditioning of the ise. He ran ise checks and precision which passed. The investigation determined the service actions resolved the issue.